Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into an off-label insertion site, on (b)(6) 2026. On the same day during a follow-up appointment with the patient's primary care provider (PCP), the patient began feeling unwell and experienced nausea. At the time of the event the patient's BG was approximately 44 mg/dL, while the CGM reading was in the 70s mg/dL. The patient's mother expressed concern regarding the discrepancy between the BG and CGM values and the accuracy of the CGM reading. Due to the patient's condition and the low BG of approximately 44 mg/dL, the provider's office contacted Emergency Medical Services (EMS). The patient was transported from the clinic to the emergency department (ED) for further evaluation. No specific medications or treatments associated with the event were reported. Due to the limited information available regarding the EMS interaction and ED visit, treatment for hypoglycemia in response to the reported BG of 44 mg/dL cannot be excluded. The patient was using Omnipod 5 insulin pump during the event. The reported glucose values fall within the B zone of the Parkes Error Grid. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.